Event description:
Pt had mammogram and breast ultrasound and was found to have rupture of bilateral silicone breast implants. Seen in office for consult. Implants removed, noted to have bilateral intracapsular ruptures. No calcifications, siliconomas or thickening of breast capsules noted.